Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information was available.